Manufacturer narrative:
A philips field service engineer (fse) reported during a preventive maintenance evaluation, the gantry failed to stop the rotating motion after the user released the wireless hand controller command. The fse had commanded a slow rotation of the gantry in a counter clock-wise direction in order to remove a large cover. When he removed his fingers from the speed select and gantry roll direction buttons, the gantry instead of stopping continued to rotate in the same direction. The fse pressed the e-stop to halt the gantry from rotating. The fse evaluated the system and was able to reproduce the same kind of motion via the simulated controller on the touch screen. The fse carefully operated the virtual hand controller in the same way several times to see if there was any certain position that caused the issue. The fse removed the hand controller from the room and shut down and rebooted the system. The fse could not be sure if there was a stuck button, as the touch screen behaved in a similar fashion. The fse proactively replaced the wireless hand controller at the site. The system was returned to the customer for clinical use. Philips engineering reviewed the details from this event and confirmed that this issue was continued motion as a result of the virtual hand controller. The logfiles were reviewed which concluded that motion axes were out of range when this issue occurred and after reboot, the issue was not seen again. There was no gantry reverse rotation, as issue was reported with manual motions with hand controller or the virtual hand controller. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate e-stop in case of any unexpected motion. Probable cause is virtual hand controller. Internal reference complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. A philips field service engineer reported the system continued the commanded counter-clockwise rotation motion after the hand controller command was released. This event occurred during a service event; there was no patient involvement. The user activated an estop (emergency stop) to halt the motion. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.